Manufacturer narrative:
Correction/removal report number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had pain at the ipg site. The pt reported the issue had been present for about six months. An attempt to determine the status of the issue was unsuccessful.